Event description:
"S/p b subgland 200cc. Surgitek gels for augmentation. Pt c/o decreased size and b softer no h/o trauma, until fell striking l chest since then increased pain on l. Arthralgias, (+ am stiffness)/myalgias, paresthesias,/dyesthesias, spasms, swelling, fatigue, sleep disturb, frequent uri's fevers, drenching sweats of head and neck, headaches, visual probs, conjunctivitis, dizziness, memory loss, dry mucus membranes, hair loss, oral res, sun sens/cold sens, sob/cp, costochondritis, choking sensation, bp, increased cholesterol, wgt gain, gi/gu disturb, and easy bruising. Otherwise healthy."